Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a known short-to-shield history. It was believed that the patient was put on grounded patient cable. Log files were submitted for evaluation but could not determine if patient cable was grounded or ungrounded. Speed reductions at the time of the event appeared to indicate short-to-shield symptoms and no unusual alarms or unusual behavior were recorded prior to or after these events on patient cable power. The patient's history of driveline damage is covered under MFR #s: 2916596-2022-11206; 2916596-2022-11205 and 2916596-2022-10797.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed events which appeared to be consistent with a potential issue with the driveline. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file contains data from (B)(6) 2025 through (B)(6) 2025 and recorded transient low speed on (B)(6) 2025 while the patient was connected to the power module and on batteries. The pump appeared to have ramped up to the set speed without issue after each event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.